Event description:
During an orif of the left distal radius the surgeon implanted the 2.4mm va-lcp 2-clmn vlr dstl. Radius plate and was inserting the screws. Surgeon could not get two 2.4mm va locking screws into the styloid holes. Surgeon did not implant any screws in the two holes. Procedure was completed. The plate has 6 holes in the head and four holes in the shaft. Plate remains implanted missing two screws. This is one of three reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review will be requested.